Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for an unknown reason. Additional information received indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. The current location of the device remains unknown. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for an unknown reason.